Event description:
The caller reported that her customer states that she is not able to get a good seal because cuff is leaking. The caller had no further information on the incident, and would not release the names or phone numbers for the clinician or patient to contact for follow up information.

Manufacturer narrative:
The device will not be returned for failure investigation. The lot number was provided, and the manufacturer will review the lot history records. No analysis or conclusions can be drawn without the device.